Event description:
It was reported during a diagnostic unspecified procedure, the colonovideoscope tested positive for serratia marcescens and pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of the device evaluation and the complaint investigation. Updated fields: d8, h2, h3, h4, h6, h11. Olympus hmi results 1st sampling: conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end. Bacterial identification: niallia circulans; peribacillus sp. The device was evaluated where an additional potential adverse event was confirmed where foreign material reside in aw-cylinder (tube). Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely following led to the malfunction: the foreign material was possible not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.